Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer will reach out to hcp for an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
B1, b2, b5, h6.

Event description:
The customer's blood glucose bg level was 561 mg/dl. The customer did not take any action to address the bg.